Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes of oversensing with noise. Additionally, undefined high pacing impedance was noted on the right ventricular (rv) lead. The rv lead is suspected to be fractured. The patient was admitted to the hospital, the rv lead was turned off, and therapies were inactivated. No patient complications have been reported as a result of this event.